Event description:
Discordant low immulite 2000 hcg result was generated on one patient sample. The sample was subsequently repeated by the laboratory with higher results. The sample was also tested on an unknown alternate system, again with higher results. There is no known report of treatment given or withheld based on the discordant hcg result. (B)(4) 2012 - discordant hcg data received for 2 additional patients (patient #2 and patient #3) originally referenced in the complaint with no data provided.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. The fse performed a full inspection and operations check of the system. After analyzing the instrument, it was determined the cause of the discordant hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. The fse performed a full inspection and operations check of the system. After analyzing the instrument it was determined the cause of the discordant hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low immulite 2000 hcg result was generated on one patient sample. The sample was subsequently repeated by the laboratory with higher results. The sample was also tested on an unknown alternate system, again with higher results. There is no known report of treatment given or withheld based on the discordant hcg result.